Event description:
Caller reported multiple intermittent occlusion alarms over the past three months. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin.